Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Dealer advised enduser was sleeping and concentrator shut down with no green light and no alarm went off.